Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. No similar reports have been received by kimberly-clark involving the referenced lot number. The device was not returned to kimberly-clark for analysis; therefore, the specific root cause for this reported event (i.e., tip of dilator/sheath shaft broke off) could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device was not returned to kimberly-clark by the customer.

Event description:
Kimberly-clark received a report stating, "tip of dilator/sheath shaft broke off allowing serial dilators to fall off end of central shaft." Patient was not injured and the dilators were retrieved. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).